Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock as a result of t wave oversensing. It was noted that the patients r wave sensing had decreased significantly, which resulted in the reported t wave oversensing with no pacing inhibition. Ultimately, this observation led to the delivery of inappropriate shock therapy. Therapy was not exhausted. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.